Manufacturer narrative:
(B)(4). Batch #: x95r6p. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the jaws detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device returned we were unable to investigate further the tissue manipulation issues as reported. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x95r6p, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a nephrectomy, after half an hour of using the clamp, it breaks from the stem in the part of the jaw because it was binding the jaw of tissue. Therefore the doctor requests another clamp, another one is provided with the same batch. The doctor finished the surgery without any incident from the device. The procedure was completed successfully. There were no patient consequences.